Event description:
Customer sent a repair request reported with an issue of loose forceps (forceps mouth loosening). The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: device inspection noted the loose forceps plug has been reproduced . The forceps stopper cap has become loose due to an external factor. Furthermore, the following findings during inspection were noted on the device: scratches are found on the acoustic lens (probe) due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on switch (sw1) due to external factors. Scratches are found on the operation part side oredome of the universal cord due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.